Event description:
It was reported that the pt experienced numbness on the left lower extremity and lower back on the day of the ipg implant after the procedure. The issue was resolved without any intervention. No further complications were reported as a result of this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.